Event description:
The customer reported that during a c.r. Resection, the surgeon activated the instrument but a seal was not created. When the surgeon cut with the blade of the device there was bleeding. A second (B)(4) was opened and the same thing happened. See MFR report # 1717344-2010-00506. The procedure was initially laparoscopic, but it was converted to open due to the failures.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.